Event description:
Surgeon reports upon unfolding of lens in patient's eye a crack was observed in the optic. Believing there would be no affect on visual outcome the lens was left in the eye. Upon post-operative examination the patient was observed to have residual irregular astigmatism which was deemed unacceptable. The lens was replaced on 3/26/97 and the patient's current visual acuity is 20/30+2 with no other reported complications.